Event description:
It was reported that the patient developed an infection at the back following the trial period. It was noted that patients symptom was an inflamed site. The infection was not device or procedure related and the cause was unknown. The patient was prescribed antibiotics and was doing well.